Event description:
It was reported that during testing that there was a broken bur inside the micro drill medium straight attachment. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Event description:
It was reported that during testing, there was a broken bur inside the micro drill medium straight attachment. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Manufacturer narrative:
Upon disassembly for visual inspection, it was found that the wrong type of bur was found stuck in the attachment.